Manufacturer narrative:
At this time, this device has not been returned for analysis. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed noise and oversensing on the competitor's right ventricular (rv) lead which resulted in inappropriate shocks. The noise could be recreated with isometrics. The physician was unable to see any visual signs of lead integrity compromise on the x-ray or fluoroscopic image. It was noted that the patient is no pacer dependent. A revision procedure was performed and both the device and the competitor's lead were explanted. No adverse patient effects were reported.